Event description:
It was reported that during the procedure, the subject flow diverting stent was placed in the target site. Distal part of the subject flow diverting stent migrated in the aneurysm, when post-dilation was performed using a balloon. A second stent was implanted as medical intervention. Patient's anatomy was very meandering. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device remains implanted inside the patient's vasculature.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was very meandering. The position of the delivery catheter was confirmed by visualizing the radiopaque markers and the position of the flow diverter implant was confirmed between the two marker bands. Post-dilatation was performed by a balloon to keep the stent in close contact with the vessel wall and a second stent was used as a medical intervention. There was no clinical consequence to the patient due to the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported 'stent dislodged/migrated.¿

Event description:
It was reported that during the procedure, the subject flow diverting stent was placed in the target site. Distal part of the subject flow diverting stent migrated in the aneurysm, when post-dilation was performed using a balloon. A second stent was implanted as medical intervention. Patient's anatomy was very meandering. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.